Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, the reported unspecified tissue injury (no treatment) appears to be due to challenging patient anatomy. Furthermore, the reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was successfully placed without issue. A second clip delivery system (cds) was advanced to be placed medial to the first clip however during grasping, it was noted the posterior leaflet tore. The clip was not implanted and the cds removed. A third cds was advanced and the clip was deployed lateral to the leaflet damage, reducing mr to 3-4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.